Event description:
It was reported that during a da vinci-assisted general cholecystectomy surgical procedure, intuitive surgical inc. (Isi) rep. Reported to technical service engineer (tse) that the customer notified that they had some universal seal issues. The customer reported one of the universal seals came apart and a piece of the rubber fell off into the abdomen of the patient. The piece was recovered with no reported patient injury. The procedure was completed.

Manufacturer narrative:
A return material authorization (RMA) was not issued for return. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. .